Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was not sutured in the patient's pocket. This resulted in the device migrating down in the pocket which, in turn, dislodged the atrial lead (al), right ventricular (rv) lead, and left ventricular (lv) lead. These dislodgements were first observed upon interrogation, as demonstrated by noisy signals, pacing inhibition, and high impedances. Invasive examination confirmed device migration and lead dislodgement. No patient complications or symptoms have been reported.